Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was 52 mg/dl. The current blood glucose level of customer was 170 mg/dl. Customer woke up with sensor glucose level of 44 mg/dl and blood glucose level 58 mg/dl. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was active at the time of incident. Customer was treated with food and glucose tablet. Troubleshooting was performed.the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.